Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
(B)(4): serf rc-24-0205 patient was revised due to dislocation. Bi-mentum liner popped off of 28 head when it dislocated.